Event description:
It was reported that at a pump refill, the hcp aspirated more drug from the pump reservoir than expected; specific values were not reported. The hcp indicated that the volume discrepancy was due to normal battery depletion. The pt was scheduled for a pump replacement in 2009. It was unk if there was a therapy problem. Additional info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
.